Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was obtained.

Event description:
The customer reported a falsely elevated architect total b-hcg result for a (B)(6) female patient. The sample generated an initial result of 695.86 miu/ml and retest generated <1.2 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, 07k78-30, (B)(4) to architect i2000sr analzyer, list 03m74-02, abbott manufacturing inc, (B)(6). MDR number 1628664-2018-01910 has been submitted and all further information will be documented under that MDR number. Likely cause changed to the architect i2000sr analyzer.